Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that their blood glucose went from 90 mg/dl to 270 mg/dl and the pump did not alarm. The customer took their pump to their healthcare professional and stated that their blood glucose was still 270 mg/dl. The customer's current blood glucose was 287 mg/dl. The customer was advised to change out their infusion set. The insulin pump will not be returned for analysis.